Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the plug deployment button of a 6f exoseal vascular closure device (vcd) was pressed downward to release it with the right-hand thumb, the plug deployment button was not pressed at all. The final overall withdrawal was changed to manual compression to stop the bleeding. There was no reported patient injury. The procedure was emergent for a cerebral hemorrhage with a femoral artery approach for thrombolysis. Postoperatively, the exoseal was used to block the puncture point to stop bleeding. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the non cordis 6f short sheath at 30-40 degrees to the point where the conveyor rod marking band stopped pushing. The short sheath was retracted until the indicator guide wire cover and handle were completely attached. The short sheath was retracted together with the device and the pulsatile blood flow was observed in the blood return indicator. The indicator window was being observed when the blood flow decreased significantly and then the blood flow stopped. The retraction was continued until the indicator window became black and black. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis catheter sheath introducer (csi), the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with blood residues. An attempt to clean the device using hydrogen peroxide was intended, however it was not successfully. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device; however, the internal mechanism of the lever was found with no anomalies. Procedural and/or handling factors might have contributed to the condition found on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.the product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the plug deployment button of a 6f exoseal vascular closure device (vcd) was pressed downward to release it with the right hand thumb, the plug deployment button was not pressed at all. The final overall withdrawal was changed to manual compression to stop the bleeding. There was no reported patient injury. The procedure was emergent for a cerebral hemorrhage with a femoral artery approach for thrombolysis. Postoperatively, the exoseal was used to block the puncture point to stop bleeding. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the non cordis 6f short sheath at 30-40 degrees to the point where the conveyor rod marking band stopped pushing. The short sheath was retracted until the indicator guide wire cover and handle were completely attached. The short sheath was retracted together with the device and the pulsatile blood flow was observed in the blood return indicator. The indicator window was being observed when the blood flow decreased significantly and then the blood flow stopped. The retraction was continued until the indicator window became black and black. The device will be returned for evaluation.